Manufacturer narrative:
It was noted that only one medwatch report was initially submitted for this event, although there were two broken screws from the same lot involved in the reported event. This medwatch is being submitted for the second screw reported to be broken. Investigation in process but not yet complete. Upon completion, a follow-up medwatch will be submitted user facility medwatch report #(B)(4) was received by the manufacturer on 2/10/2016. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2016-00005 & 00010). Device not returned to the manufacturer.

Event description:
It was reported that the patient underwent spinal fusion l4 to s1 in (B)(6) of 2013. Patient later sustained a fall. On (B)(6) 2013, a second procedure was performed in which reform 8.5 x 80mm polyaxial pedicle screws (39-pa-8580) were placed bilaterally in the iliac. Operative report indicates, given the neurologic symptoms of kyphosis of the sacrum it was felt that exploration of the fusion with extension to the ilium as well as laminectomy was warranted. In (B)(6) of 2015, the patient continued to have low back pain and radicular symptoms. On (B)(6) 2016 revision procedure was performed for removal of posterior segmental instrumentation and partial resection of right ilium. The iliac screws were noted to be broken and the heads of the two broken screw were removed, leaving the broken shaft portion in place.

Manufacturer narrative:
Report #mw5060302 was received by the manufacturer from the FDA. Engineering review of the photographs of the broken screws and the information provided by the hospital noted that no parts were returned for physical examination, nor was any information regarding the presence or absence of fusion across the lumbo-sacral junction. The images provided indicate that both screws placed in the ileum had fractured in the screw's neck region. The cause for the breakage cannot be determined since analysis of the parts cannot be performed. Review of manufacturing history records found a total of (B)(4) pieces of lot 0327bg were released for distribution on may 8, 2013 with no deviation or anomalies. A three-year complaint history review did not reveal any previous reports of this nature for this part/lot number. Further review of all part numbers in the 39-pa-xxxx family of reform polyaxial pedicle screw did not identify a trend for reports of this nature. As root cause could not be determined and no trend for reports of this nature was identified, the need for corrective action was not indicated. This report is number 2 of 2 mdrs filed for the same event (reference 3005739886-2015-00005-1 & 00010-1). Device not returned to manufacturer.